Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer was unable to clear the alarm and reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.